Event description:
The ge oec 2600 fluoroscopy system had described arcing issues from the x-ray tube. The system displayed bad iris pot error messages, and the cross-arm brake did not function correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the cross-arm brake and iris collimator potentiometer. Additionally, the hv candlesticks were cleaned and re-greased to eliminate the arcing issues. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.